Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a kinked communication cable. The cable was replaced. Customer contact declined to investigate requested patient information.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.